Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was shattered and unreadable. Reportedly, the pump fell and the touch screen became shattered and unreadable due to the damage. Customer¿s blood glucose level was 68 mg/dl. The customer reverted to an alternate method in insulin therapy.